Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system on-site and confirmed that the customer was unable to perform x-rays. The customer notified that no image on monitor, but system was indicating xray was active. The hard shutdowns and system reboots were unable to fix the problem. Upon checking system and logs, actual cause was found to be issue with transmitters and suggested replacement. To resolve the issue, fse replaced display transmitters. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.